Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be chinese. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unreported cause coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death or whether the patient was performing pd therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.